Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has heavily calcified annulus, leaflets, femoral vessel, common iliac and abdominal aorta. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, on the initial attempt, the valve was able to be implanted approximately at a depth of 3mm. No post dilatation required. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-implant, 6-7 hours later, the patient had a clinical sign of stroke with loss of vision so required an urgent thrombolysis. On the following day, patient's vision had returned to normal, and the patient was in a stable condition while waiting for a full neurological review. The patient had extended hospitalization. The patient was in a stable condition and subsequently discharged.